Manufacturer narrative:
Phone number: (B)(6) ; postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported for left side, a rupture, "lobulated contours," "two lymph node images with marked postcontrast enhancement," and ¿peri-implant reinforcement is visualized, in relation to capsulitis.¿ the device remains implanted.